Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range on the day the event occurred. A siemens headquarter support center (hsc) specialist reviewed the filter data and found no instrument or reagent issues. Hsc findings are consistent with sample integrity such as cellular debris randomly transferred to the sample cup or small sample cup. These cellular debris in the sample increase the chance of conjugate carryover from the heterogeneous module pump wash preparation to the reaction cuvette. Conjugate carryover will cause elevated ltni values causing the falsely elevated patient ltni value. The data indicated that the issue is random, occurring on sporadic patient samples. It was discovered the operator is using non-standard practice for transferring patient samples from collection tube to the sample cup. The cause for operator not following standard practice for transferring patient samples is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ltni) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was automatically repeated on the same instrument, resulting lower. The sample was repeated again on the same instrument, resulting lower and matching the auto repeated result. The second repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.